Event description:
It was reported the disposable leaked. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation, two cassettes and three photos were received for investigation. The attached photos show the front and back of new, unopened, cassette, ans a extension set. Two equashield luer locks, an ICU clave connector, and two used extension sets inside a ziplock bag. No damage or dysfunctional conditions are observed. The complaint returned units were visually inspected. Under normal conditions of illumination according to procedure. No damage or dysfunctional conditions were observed on any of the components. No leaks were detected on any of the units. The reported failure mode, leaking, is not confirmed. Based on the analysis performed on the returned units, and review of the mitigations followed during the manufacturing process, the root cause of the leak, cannot be determined.

Manufacturer narrative:
Other, other text: correction to update evaluation codes results and evaluation codes conclusion.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.